Event description:
It was reported that a patient awakened to no disposable alarm on the pump. Walked patient through reseating the cassette on pump and once pump restarted, it began alarming again plus had a two-tone beep that would not stop. After switching same cassette, lot# 4192062, exp 9/2/26, to back up pump, the alarm began again. Patients son-in-law arrived and this rn asked him to mix new remodulin cassette. Once completed, pump restarted and reconnected to patient, the pump ran without alarm. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history review was also conducted on the component lot numbers and no discrepancies were found.

Manufacturer narrative:
Corrected data: d4: correction: device expiration date: 2-sep-2026 d1: correction: brand name: cadd.